Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2019 date of first implant procedure not documented where. No adverse events related to the procedure. Not documented if fluoroscopy was used. Chemotherapy received (B)(6) 2019 to (B)(6) 2019. Re-current biliary obstructions (B)(6) 2019. At 460 days post-procedure. Due to tissue or tumor ingrowth. Patient presented with itching and nausea. Treatment endoscopic intervention new stent inside study stent and antibiotics. The site determined the event to not be related to the study device or procedure. (B)(6) 2020. At 643 days post-procedure patient experienced neoplasm progression. No treatment patient death (B)(6) 2202 due to primary disease progression the reintervention was noted to be successful. On (B)(6) 2020, the patient died. The cause of death was primary disease progression.

Manufacturer narrative:
Device evaluation the evo-10-11-6-b device of lot number c1552374 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had pancreatic cancer, the cause of the occlusion was reported to be due to tissue or tumor ingrowth. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was implanted on the (B)(6) 2019. The patient presented with itching and nausea 460 days post procedure due to recurrent biliary obstruction and required the placement of a new stent and antibiotics as a result of this occurrence. It was reported that the patient recovered/stabilised following this. Patient death was reported on the (B)(6) 2020, from the study the death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 02-dec-2024.